Manufacturer narrative:
The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 device for mechanical circulatory support. During support, the patient experienced an episode of ventricular tachycardia while maintaining a palpable pulse and remaining alert. The patient received one ampule of intravenous lidocaine and a single defibrillation shock, which successfully restored normal sinus rhythm. An intravenous amiodarone infusion was initiated. The patient survived the explant and was reported to be in stable condition following the event.